Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. No failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was insufficient drain- use error, tidal uf removal set too low due to use of higher dextrose. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device has not yet been received, however an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported feeling bloated in dwell 5 of 5. The technical service representative (tsr) performed the manual drain, drain volume 2688ml. The tsr reviewed the programming: tidal therapy, fill volume 1200ml, tidal volume 80%, target ultrafiltration (uf) 60ml. The hp stated this happens when she uses the 4.25% dextrose. The hp usually uses 2.5% dextrose for therapy. The tsr informed the hp that baxter would need to evaluate the hc and arranged for swap. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.